Event description:
It was further reported that the lead experienced abnormal sensing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53 implantable pacing lead, implanted: (B)(6) 2002; 6944-65 implantable tachy lead, implanted: (B)(6) 2002; dtbb1d1 implantable cardioverter defibrillator, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. Device interrogation showed lead dysfunction and no capture at maximum outputs. The lead was capped and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced shortness of breath. There was a decrease in the lv lead's r-wave measurements.